Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failed periodically and required a reboot. A technical support specialist (tss) reviewed system activity and confirmed that users were able to log in using bio ID. The tss assessed whether the issue was limited to specific users and determined that the problem affected all users once the bio ID feature failed, with functionality returning only after a system reboot. The tss followed the remediation steps outlined in the applicable knowledge article titled bioid lumidigm update package 1.3 release for es ¿ failure recovery fix to reinstall the component and confirmed with the customer to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the bio ID failed intermittently and required a reboot to restore functionality. When the user attempted to use bio ID, it did not function, and the user was unable to log in, including via password, until the device was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.